Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg had moved to a tilted position. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg had moved to a tilted position. The patient will undergo a pocket revision procedure.